Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that anar-2324bcc swivelock eyelet was damaged when surgeon made a pilot hole with a disposable punch and tried to insert the tip of the inserter into the bone hole by passing two suture button tapes through the tip eyelet. Surgeon used a new product and case was completed without further issues. This was discovered during an arcr's speed bridge procedure on (B)(6) 2022. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. One unpackaged ar-2324bcc was received for investigation. Visual inspection identified the presence of the fragmented eyelet within the inner diameter of the swivelock inserter. No damage was noted to the bio-composite anchor. The cause remains undetermined, as the bone quality encountered during the procedure was not provided. Probable causes are attributed to inadequate bone preparation and/or prying/leveraging during insertion.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-2324bcc was received for investigation. Visual inspection identified the presence of the fragmented eyelet within the inner diameter of the swivelock inserter. No damage was noted to the biocomposite anchor. The cause remains undetermined, as the bone quality encountered during the procedure was not provided. Probable causes are attributed to inadequate bone preparation and/or prying/leveraging during insertion.